Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced injuries (specifics unknown). The patient has not been to the physician's office since the procedure. All other information, including the patient's current condition, is unknown and unavailable.